Event description:
It was reported that insulin was not detected in the cartridge. There was no reported adverse impact to customer's blood glucose level. The customer declined to provide additional information, and declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.